Event description:
Information received from article journal of neurosurgery jun 2012 / vol. 116 / no. 6 / pages 1258-1266 "panacea or problem: flow diverters in the treatment of symptomatic large or giant fusiform vertebrobasilar aneurysms." A retrospective review was performed on the prospective endovascular database at millard fillmore gates circle hospital and it was determined that 25 patients had been treated to date with the pipeline embolization device, either as a part of the pipeline for uncoilable or failed aneurysms study or subsequent to FDA approval of this device. All of the patients were routinely placed on aspirin and clopidogrel prior to the pipeline placement. Response testing to both medications was also performed. Among the 25 patients treated with pipeline, 6 patients had fusiform vertebrobasilar aneurysms. Out of these 6 patients, 5 of them had complications. Treatment of a giant fusiform holobasilar aneurysm measuring 8.5mm x 56mm located in the pons region. The patient presented with dysarthria, dysphagia, and severe left hemiparesis. The mrs (modified rankin scale) 4 = (moderately severe disability, unable to attend to own bodily needs without assistance, and unable to walk unassisted). The patient underwent embolization treatment with three pipelines (5.00mm x 35mm, qty. 2; 5.00mm x 30mm, qty. 1) using the overlapping method and coils. The patient was then transferred to a hospice facility. The patient's condition did not improve two weeks post procedure and subsequently the patient expired.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other devices involved in the event are as follows: model#: fa-71500-35; lot#: not reported dom: n/a exp: n/a (qty. 2). (B)(4).